Manufacturer narrative:
The biomedical engineer reports that the gas calibration reading for carbon dioxide is out of range. The device gives a reading of 33; however it should be at 38. The device was calibrated several times with no success. All other bedside monitors are functioning as they should. A loaner was sent to the customer. The product involved in this event has been returned for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when new information is obtained.

Event description:
The biomedical engineer reports that the gas calibration reading for carbon dioxide is out of range. The device gives a reading of 33; however it should be at 38.

Manufacturer narrative:
Additional information: type of report? Follow-up, what type? Event problem and evaluation codes additional manufacture narrative: the unit was cleaned and evaluated. The reported problem of co2 gas not calibrating was duplicated, and the evaluation also found that the nibp failed the step deflation test. All malfunctioning parts were replaced. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.